Event description:
It was reported by a patient¿s peritoneal dialysis registered nurse (pdrn) that the patient¿s liberty select cycler went blank in a dwell cycle during peritoneal dialysis (pd) treatment. The patient pressed ok, stop, and touched the screen but screen remained blank. The ok and stop keys did make sound when pressed. The patient rebooted cycler and the ok and stop keys lit up but the screen remained blank. The patient received an alarm but was unable to see anything on the screen. At that point in time, the technical support representative advised the pdrn have the patient discontinue use of the cycler. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon follow up, it was confirmed that no patient adverse effects were experienced and no medical intervention was required. The patient was able to complete treatment using manual process. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. The touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. A known good inverter board was installed and the display became operational. The go/ no go check failed. Failure due to gauge touching the heater tray on the rear panel side. The load cell verification passed. The simulated treatment pre- accelerated stress test (ast) 15 minute 1000 ml test passed. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to have an internal short. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.